Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe had a broken plunger and broken luer lock tip. The following information was provided by the initial reporter: ¿the plunger and the luer lock tip were broken when opened (in the packaging).¿

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe had a broken plunger and broken luer lock tip. The following information was provided by the initial reporter: ¿the plunger and the luer lock tip were broken when opened (in the packaging).¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 17-jun-2022 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection of the product, the thumb press was observed to be broken and the tip is verified to be damaged. A device history review was performed for the reported lot 2111026, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. H3 other text : see h10.